Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system experienced zapping sensations which caused discomfort. The patient reported that stimulation was less effective than previously causing a moderate pain severity. The symptoms were reported to occur both when stimulation was on and off. Upon connection to the clinician programmer, high impedance was identified on the contacts of the left lead. Troubleshooting measures included reprogramming; however, the undesired sensations persisted. The patient was referred for x ray imaging; but it is unclear whether the imaging has been performed.

Manufacturer narrative:
Block b3: exact date unknown, it has happened over the last few months block d.2b; additional applicable product codes: qrb. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-70, serial number: (B)(6), batch/lot number: 5071103, model/catalog description: infinion cx lead kit, 70cm, unique identifier (UDI) #: (B)(4).